Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant continued: 4471 competitor implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead perforated and caused hemo-pneumothorax. The perforation was repaired and the ra lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.